Event description:
Title: spectra malfunction. This is a pt who was admitted with thrombotic thrombocytopenia purpura and was undergoing plasma exchange. Approximately two-thirds of the way through the exchange, the nurse noted that there was a discrepancy between the patient's output and output reading by the machine. [The plasma bag was weighed and the fluid balance was (+)390cc at the end of the therapeutic plasma exchange (tpe). The machine, at that point, indicated the balance was over 500cc. The tpe was stopped, but is not known for how long. It is believed the tpe was restarted after the discrepancy was discovered and procedure completed. There was no sequela to the patient as a result of this incident.] Gambro was notified, and a service representative came out and recalibrated the pumps. [The service representative did not identify a problem with the equipment. The quality assurance department of gambro was notified in case there was a problem with the tubing set that had been used. The manufacturer has not provided any additional report to the site reporter to date.] Other tubing sets from the same lot have been used without incident. The machine has since been used without incident.